Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure after placing the left ventricular (lv) lead, the catheter system collapsed during the slitting of the catheter. Afterwards, the guide system was replaced with a new one because it was difficult to operate due to kinking of the catheter at the insertion site. The delivery catheters were removed from the patient and the lv lead was implanted. No patient complications have been reported as a result of this event.